Event description:
It was reported that the patient's bone fractured distally. The implant that is in-situ is a jts (non-invasive) proximal femoral replacement (pin 22506). The surgeon is requesting a joint sparing device for an upcoming revision surgery.

Manufacturer narrative:
The device has not been returned for evaluation. An investigation of the device history record and post-market surveillance history was completed and nothing was found. If additional information is obtained or if the device is returned, a supplemental MDR will be submitted accordingly.